Event description:
Additional information received reported that the manufacturer's representative did not have any devices to return.

Event description:
Additional information received reported that it was unknown whether the patient's pain had resolved, the procedure was performed today. It was stated that the patient currently had surgical pain at both lead and battery sites. It was noted that they would not be able to determine if the pain resolved in these areas until the patient has had time to heal from the procedure. It was stated that there were no devices to return. It was noted that there was no suspected issue with the system and the hospital protocol dictated that explanted devices be disposed of unless there was a suspected system issue.

Event description:
It was reported that the patient never had therapeutic effect. It was further reported that the patient had not used the therapy for six months to a year. The patient stated that they did not have any contact with a manufacturing representative (rep) for the past year prior to report. The patient stated that they had an appointment scheduled (B)(6) 2012 but the appointment was cancelled. The patient stated that no one ¿wanted to deal with¿ them because they were unhappy. The patient stated that if they could ¿figure out a way to cut the leads out¿ they would do it. The patient stated that they did not have a following healthcare professional (hcp) for their surgery. The patient noted that the hcp they had did not work with pain stimulation therapy. The patient noted that they had seven surgeries on their back and had ¿extreme low back problems.¿ the patient noted that they had two rods and eight screws in their back. The patient noted that the implant was reprogrammed by a rep twice. It was noted that the first reprogramming did not work and the device was ¿programmed wrong.¿ the patient stated that they could not take time off of work for an explant. It was noted that the patient may go in for an ¿l2 to pelvic fusion¿ and if that occurred they would have someone ¿cut the device out.¿ the patient stated that they just wanted to ¿blow off steam¿ and let the manufacturer know that there are people for which the therapy would not work. The patient stated that they were ¿desperate¿ when the therapy was presented and took it because they wanted the therapy to work. The patient noted that they felt some relief during the trial. The patient felt some relief in the leg but it was not enough relief. The patient stated that after the permanent implant they did not feel enough relief and ¿could not get it adjusted enough.¿ the patient was attempting to get off of oral pain medication but the therapy did not work well enough for that. The patient stated that it worked a little bit in conjunction with the oral pain medication but not enough to let the patient discontinue the oral pain medication. The patient stated that after the permanent implant there was some ¿assistance¿ to their pain. The patient stated that they were told the stimulation would cover up ¿into the lower back area but it did not do that at all.¿ the hcp conducted an MRI prior to surgery and the patient ¿had a little bulge¿ where the hcp wanted to put the leads at t9. The patient noted that they could not put the lead higher than that. The patient stated that he was not informed of this prior to or after surgery. The patient noted that they were told the information by the rep. The patient spoke with the hcp and the hcp noted that the lead wire was ¿exactly where they had intended on putting it.¿ the patient stated that they had a copy of the MRI and were able to pick out the area that ¿was the problem.¿ the patient stated that they were told they would get pain relief in the leg and in the lower back. The patient noted that the right leg was ¿brutal¿ and most of the stimulation therapy went to the left leg. The patient stated that they had ¿nerve damage¿ in their right leg. The patient felt pain in the right leg but not stimulation. The patient stated that they had to have stimulation set ¿so high¿ that they were ¿getting too much stim¿ in the left leg. The patient noted that it still was not working in the right leg. The patient noted that they kept the device recharged for the past year they just had not used the device. The patient noted that they had contact with the rep the spring prior to report but had not heard back. The patient stated that there were ¿indicators beforehand¿ that the therapy would not work. The patient stated that they were ¿past the point of therapy working for them.¿ the patient noted that they went through a major surgery and had taken four weeks off work although the patient felt they were ready to go back to work after two weeks. The patient noted that after they came home from work they were ¿dying every day ¿ in pain.¿ the patient stated that they had been ¿bruised up pretty bad.¿ it was noted that the patient had wanted more consultation about the potential efficacy of the therapy prior to the procedure. The patient noted that they had been ¿harboring anger for a long time.¿ the patient noted that the most important thing was to pay for the four weeks off of work to have the device or therapy removed. The patient noted that they realized their case was difficult. The patient noted that the rep worked ¿very hard¿ to get the therapy to go to the right area of the body. The patient stated that because of their nerve damage the therapy would not reach that area. The patient noted that they had their therapy set up one time when they left the hcp¿s office and had it set up by a rep one more time after that. It was noted that the therapy had worked a little better. After that point, the patient did not have any contact with anyone about their therapy. The patient stated that the therapy did not work for them. The patient noted that they were not sure they wanted to ¿mess around¿ with the therapy again but would keep it charged up. Additional information received reported that the patient had a six week post-operative appointment with the hcp. At the appointment, the patient had their device programmed and was instructed to contact the rep if follow up was required. The rep had not been contacted by the patient since that time. It was noted that the patient did not complain of lacking therapeutic effect at the appointment or during their trial. The patient was scheduled for an appointment (B)(6) 2013 at the hcp¿s office. Additional information received reported that the patient¿s device was interrogated and all impedances were in the normal range. An attempt was made to reprogram the device and a small amount of coverage in the patient¿s right leg was obtained. The patient continued to feel the majority of the stimulation in the left leg. The patient was advised to follow up with the hcp. The patient agreed to try the new program and contact the rep with the result. The rep stated that the patient would let them know when their next appointment with the hcp was so they could follow up at that time. It was stated the scs system only helped the patient¿s pain by 1/8. It was noted the patient planned to meet with the manufacturer representative on (B)(6) for x-rays and to look at previous cat scan images. Additional information received reported that the patient complained of pain at the paddle site since the time of implant. It was reported that the patient has not charged since (B)(6) 2013. It was stated that antenna locate was performed and normal recharge was performed to ¼ full. It was reported that a 0x8 por was cleared. It was stated that reprogramming had been attempted and the patient felt most stimulation to the left, all the pain was on the right. It was reported that the patient was scheduled for a system explant for (B)(6) 2014. It was stated that it was unknown if the action was required. The patient status was logged as alive with no injury. It was reported that the patient had pain at the device pocket and lead location. It was reported that the patient complained of heat at the battery site at all times.

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was explanted because the healthcare provider (hcp) implanted under ¿false pretenses.¿ the consumer had a ¿bulging¿ area at t9 so the hcp couldn¿t get the lead in the area where it needed to be inserted. It was noted this information was never shared with the consumer until the manufacturer¿s representative (rep) told them, and this was the reason they were never able to get stimulation to their area of pain.

Event description:
Additional information received reported that it was unknown whether the patient's issue was resolved. It was stated that the manufacturer's representative had not heard anything since the system explant on (B)(6) 2015.

Manufacturer narrative:
Product event summary: (B)(4) (37714 restore sensor ins) reviewed and confirmed / updated rfr, hazard, and conclusion codes. Changed (B)(4) because the patient reported the high output occurred after a deliberate settings increase. No defect was alleged. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend (pain: (B)(4)) because the patient reported feeling pain their right leg due to a loss of pain relief. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ins is inconclusive because no response was received from an hcp to determine the cause of the reported lack of therapeutic effect. (B)(4) (39286-65 2x8 surgical lead) reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The lead remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the lead. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the lead is inconclusive because no response was received from the hcp to determine a cause of the reported lead placement difficulty. Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).